Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of received one device. The visual inspection of the sample noted one needle. One needle was received broken at the swage. Upon microscopic inspection of the needle, instrument marks were observed on the needle adjacent to the break site. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter; during the surgery, the needle was broken near the swage. Nothing fell into the patient. There was no injury or consequence to the patient. No further patient details were made available by the reporter/account. The case was complete by opening another suture.

Manufacturer narrative:
Initial notification of this reportable event to FDA. If information is provided in the future, a supplemental report will be issued.